Event description:
It was reported that the iodine sponge was further out of the cap than it usually was and it did not appear to have as much iodine on the sponge. The home patient (hp) stated that the sponge did not look as dark brown as it normally was. The hp noticed the issue, right before they went to use the cap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The device was manufactured 4/24/14 - 5/02/14. The actual opened device was received for evaluation. The sample was visually inspected with no issues noted. Functional testing was not able to be performed on the actual sample as the minicap pouch was already opened upon return of the device. An unopened companion sample was also received for evaluation. Visual inspection and pressure testing were performed on the companion sample, and no nonconformities were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. Same patient as (B)(4).